Event description:
The reamers were reported for unknown reasons. Product investigation identified dullness of the reamers.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness. The device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness. Cutting surface is dull to the touch, is not as sharp as first distributed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.